Event description:
It was reported that after the catheter was connected with an mz connector, liquid leaked during infusion. After it was replaced with a xinhua positive pressure connector, no liquid leaked. This department used a locally made connector due to the patient¿s desire to discharge from hospital.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refx5241 showed twenty four other similar product complaint(s) from this lot number.

Event description:
It was reported that after the catheter was connected with an mz connector, liquid leaked during infusion. After it was replaced with a xinhua positive pressure connector, no liquid leaked. This department used a locally made connector due to the patient¿s desire to discharge from hospital.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak from the purple luer adaptor was confirmed and is likely related to the manufacturing process. A single photograph of the implicated 4fr s/l powerpicc catheter was returned for evaluation. A needleless injection cap was attached to the purple luer adaptor and another auxiliary device was attached to the needleless injection cap. A small droplet of clear fluid was seen emanating from the connection between the catheter and the needleless injection cap. The circumstances shown in the provided photograph were similar to a previously identified luer molding defect which could result in inadequate sealing of the luer adaptor with an interfacing device. Bd is working closely with manufacturing to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.